Event description:
Patient infection persisted following antibiotics. Physician surgically removed the sense lead on (B)(6) 2021, resolving the issue.

Event description:
Patient presented to physician with wound dehiscence and visible sense lead at the sense lead incision site. The physician treated the patient with a wound debridement procedure as well as IV and oral antibiotics. A revision surgery is planned to resolve the issue.